Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the wireless tracker leds on the imaging system were not being recognized by the navigation system. It was reported that the issue was occurring intermittently and that restarting the imaging system would restore functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.